Event description:
Reportedly, the instrument misfired and the surgeon had to hand sew the srugical site to complete the procedure. No pt injury reported. Procedure: left thoractomy with left lobectomy.